Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
A customer complained of questionable elecsys tsh assay result for multiple patients tested on a cobas 6000 e 601 module compared to an abbott architect. The customer provided comparison data for 62 patient samples of which 54 were a reportable malfunction. Please refer to the attachment to this medwatch for patient data. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4). The investigation stated that based on the information provided a general reagent can most likely be excluded. Assays from different vendors such as abbott, can generate different values due to the different antibodies used, the different assay setups, and differences in the standardization methodology/materials used. The investigation was unable to find a definitive root cause.